Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (abnormal shutdowns) was confirmed due to a defective u200 bga audio chip, causing the monitor to reset when trying to output audio. The ca board will be replaced. The root cause for the defective u200 could not be positively identified. There was no adverse event that resulted from the damaged monitor.

Event description:
A us distributor returned a monitor was experiencing abnormal shutdowns.